Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) tested the mini drawers and the customer confirmed that the station was functioning properly. The system functioned as intended when the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer had failed and was unable to recover. The user tried to reboot but it did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.